Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the evaluation confirmed the reported condition. The heli-coil insert popped out of the ratchet extension; however, the swivel lock had no defect. To resolve the issue, the ratchet extension was completely replaced, and the skull clamp was subjected to a successful function check. Root cause - probable root cause is improper assembly or improper seating of the heli-coil. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Event description:
A facility reported that during use of the mayfield modified skull clamp (a1059), the skull pins moved and the patient was injured. The nature of the injury is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.